Event description:
The reporter stated an aq2003v silicone three piece lens was inspected prior to loading and it was noted there was a small crack/tear on the lens optic. The lens was not used and there was no patient contact. The reporter stated the lens was received that way and was defective. Another same type lens was implanted.

Manufacturer narrative:
Results: a visual inspection of the returned product found a piece of the lens optic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.